Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to t-wave oversensing. The sensing vector was reprogrammed from alternate to secondary and an exercise test was performed. It was reported the patient left the hospital feeling well. No adverse patient effects were reported.